Event description:
It was reported that a second catheter revision was done due to a confirmed catheter dislodgement. See manufacturer's report #3004209178-2010-01155 for the patient's first catheter revision. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was previously indicated that a second catheter revision was done, however, additional information received indicated that the patient had catheter revision done once only with the first catheter dislodgement. [See manufacturer report# 3004209178-2010-01155]. It was indicated within 2 weeks or less after the revision, the catheter "fell down" again. It was stated that the catheter was currently "curled up in her spine". The drug delivered via pump was saline.

Event description:
Additional information received reported that a magnetic resonance imaging or xray or computation tomography was done but the result was not reported. The patient experienced rebound spasticity. It was confirmed that the catheter migrated twice but only one revision was done. [See manufacturer report# 3004209178-2010-01155 for first catheter migration and catheter revision.] The patient outcome was noted as 'no injury.' The pump was being used to deliver lioresal.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter, product ID 8590-9, lot# n222211, implanted:2009-(B)(6), product type accessory.